Event description:
It was reported that a malfunction alarm occurred with the code "malf 0." The customer did not provide information about their blood glucose level, so there was no reported impact. Technical support assisted the customer in resetting the pump and provided instructions on how to handle future occurrences. The issue did not recur, and the customer was informed they could continue using the pump while being advised to contact support if the problem happened again.